Event description:
Customer reported his insulin pump is alarming and insulin is squirting out during the manual prime process. Customer's blood glucose is 112 mg/dl. The device was not dropped. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. The sensor did not detect the reservoir during seating. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to cracked end cap. Insulin pump received with cracked case at display window corner and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.